Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient presented in clinic with atrial lead inappropriate automatic mode switch (ams) and oversensing noise. The lead was explanted in a procedure on (B)(6) 2024, where an insulation breach was also noted. The patient was stable.